Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in united states on (B)(6)-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. The consumer reported that she had continuous bleeding and cramps for 3/6 months after essure procedure, only with a day or 2 without at a time. She had an ablation performed to try to minimize the bleeding in 2010 and then began developing cysts on her ovaries. She also developed migraines in 2010. In 2015, a partial hysterectomy was done due to enlarged cyst and ovary on her right side. She stated the coils did not migrate but still caused discomfort and pain. Additionally, an essure explant date ((B)(4) 2015) was provided. The consumer mentioned the seriousness criteria hospitalization but it was not specified and/or assigned to one of the events. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced continuous bleeding for 3/6 months after essure (fallopian tube occlusion insert) insertion procedure. She was submitted to an endometrial ablation as event's treatment. Additionally, she developed an enlarged cyst and ovary on her right side and was submitted to a partial hysterectomy. The reported bleeding, regarded as genital bleeding, is listed according to essure's reference safety information and was considered serious due to medical importance. The remaining event is unlisted and was considered serious due to hospitalization. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, given the close temporal relationship between the reported bleeding and essure insertion, causality cannot be excluded. Regarding ovarian cyst and enlargement; ovarian cysts can develop in females at any stage of life, and are usually hormone related. Essure is a metallic device with a local action at fallopian tubes; no drug is release from the insert. Given the above mention information, causality between this event and essure is considered very unlikely. This case was regarded as incident, due to the reported endometrial ablation (required intervention) for bleeding's treatment. Additionally, consumer provided an essure explant date; however no information was given about essure removal. In addition non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up can be pursued since no contact information is available.